Event description:
A patient was implanted with ti occipital plate-lateral, pre-bent rods, and ti occipital locking screws. At the 3-month follow-up exam, x-rays revealed that the locking screws holding the rod to the plate had come off. The surgeon plans to remove 4 screws, 2 rods, and the plate and revise the patient to a plate/rod combination device for posterior cervical fusion. This report is number 4 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.